Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.50 mm x 12 mm, eccentric, de novo target lesion containing greater than equal to 90 degrees bend was located in the tortuous left anterior descendig artery. Following pre-dilatation with maverick balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced, but failed to cross the lesion. However, a significant bent was noted in the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.50 mm x 12 mm, eccentric, de novo target lesion containing >=90 degrees bend was located in the tortuous left anterior descendig artery. Following pre-dilatation with maverick balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced, but failed to cross the lesion. However, a significant bent was noted in the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination found a stent protector attached, which was cut to assist removal. The stent was not returned for analysis. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appears as if pressure had been applied to the balloon. The mid to distal balloon body is in a twisted state. The proximal balloon appears to be deflated. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 0.5cm distal to the distal end of the strain relief. A kink was noted during device receipt, and this kink progressed to a break during removal from the carrier hoop prior to decontamination. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.